Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. The partial connector portion of a lead measuring 13.1 cm was returned for analysis. External insulation abrasions were noted at 6.6 - 6.7 cm, 7.1 - 7.2 cm, and 7.4 ¿ 7.5 cm from the connector pin exposing the outer coil consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.